Event description:
It was reported that the patient had his spectra penile prosthesis replaced due to "an extrusion by the urethral meatus of one of the implanted stems." No further patient complications were reported in relation to this event.